Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation that an end user developed woke up in the middle of the night coughing and coughed up phlegm as well as large foam particles in the shape of triangle while using a rep dreamstation auto bipap. Patient coughed up the foam particles and then she stopped using the device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.